Event description:
As pt was getting up from the table after bone scan, the removal segment of the table fell off. (Apparently the tech only fastened one of the two pieces of velcro used to secure this table segment.) The pt's legs fell to the floor and the pt complained of back pain as a result. Pt got off from table using abdominal muscles and walked without difficulty immediately after incident. Follow up: the ge svc rep will reorder new velcro straps and evaluate for foot board.